Manufacturer narrative:
The pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. The occlusion, prime, and the excessive no delivery test were unable to be conducted due to compromised force sensor alarm. There was no moisture damage inside pump noted. The pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. There was no other damage on end cap sticker noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that a lot of insulin shot out of their device and alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 57mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.